Event description:
In 2005, nellcor puritan bennett received a report where it was claimed that a patient experienced a personal injury while a n400 fetal pulse oximeter was in use. The report did not specify what type of personal injury the patient experienced.